Event description:
The scope was tested for functionality prior to the procedure and was in working order. The endoscope lost brightness while the physician was navigating his way through the colon. He immediately withdrew the scope. The procedure was completed with a second endoscope.